Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the cannula of an ophthalmic viscoelastic product ruptured the posterior capsule during a cataract surgery. An anterior vitrectomy was required with an alternate lens implanted into the sulcus. The patient's status was reported as resolved with no sign of retinal detachment and with no posterior capsular opacification observed.